Event description:
It was reported that the patients spinal cord stimulation (scs) has been optimized multiple times without any improvement. Xray shows lead have migrated. The patient underwent revision procedure. The patient was doing great postoperatively. The explanted device was discarded.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7147092, UDI: (B)(4).